Manufacturer narrative:
Due to character limitations section e1, initial reporter phone, was left blank. The initial reporter¿s phone number is (B)(6). A stryker service representative performed an initial evaluation of the customer¿s device and was able to verify the reported issue. The customer will receive a replacement device. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report a non critical issue with their device. Upon evaluation of the customer's device, stryker observed that the device will not power on when the lid is open. This will result in an inability of the device to detect the lid being opened or closed. In this state, a delay in defibrillation may occur, as the user has to push the power button underneath the lid to turn the device on. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker further evaluated the customer¿s device at the product assessment center (pac) and confirmed the reported issue. The root cause of the reported issues is determined to be the reed switch, sw5. The customer's device was archived by stryker.

Event description:
The customer contacted stryker to report a non critical issue with their device. Upon evaluation of the customer's device, stryker observed that the device will not power on when the lid is open. This will result in an inability of the device to detect the lid being opened or closed. In this state, a delay in defibrillation may occur, as the user has to push the power button underneath the lid to turn the device on. There was no patient use associated with the reported event.